Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The detection/preventive method is described in the instructions for use cyf-vh/vhr operation manual chapter 3 preparation and inspection and cyf-vh/vhr reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer received advice from the sterile supply unit (ssu) department that the cysto-nephro videoscope had fibers coming out of the distal end. The customer did not notice any sharp edges; however, noted a change in the smoothness of the rubber area of the distal end. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned. The customer allegation "fibers coming out of distal end" could not be confirmed. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover was cracked. Connecting tube had buckling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.